Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to replicate the customer reported failure mode. Evaluation found no trouble with the reported instrument. The instrument passed recognition and engagement testing and the instrument was found to move intuitively with a full range of motion in all directions. The instrument passed electrical continuity testing. The instrument was tested on a wet paper towel and smoke was observed coming from wet paper towel. The instrument also passed grip force and electrode gap testing. Review of the site's system log found that the returned vessel sealer instrument was in use for approximately 3 minutes. It was initially used for 4 seals, removed and then re-installed again and used for 5 additional seals. A second vessel sealer instrument was used after the reported vessel sealer instrument during the same procedure and the average pedal duration for both instruments were in the range of 5 to 8 seconds. There are no additional findings. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event.

Manufacturer narrative:
The vessel sealer instrument has been returned intuitive surgical, inc. (Isi) for failure analysis investigation; however, evaluation of the instrument has not yet been completed. At this time the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after evaluation of the instrument has been completed. The complaint is being reported because one of the reported vessel sealer instrument was not sufficiently sealing. Although there was no reported injuries as a result of the reported issue, this reported issue could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted appendectomy procedure, after using the vessel sealer instrument to seal the patient's tissue to stop oozing, it was observed that the tissue was not sealed at the end of the instrument's sealing cycle. The site checked the jumper cable and the instrument control box and there were no issues noted. The site removed and re-installed the vessel sealer instrument; however, the issue persisted. A replacement instrument was installed; however, it did not work. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. On 11/05/2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, the surgeon was using the vessel sealer instrument to seal the edges of non-stapled tissue located near the patient's appendix. After installing the replacement vessel sealer instrument, it was observed to seal intermittently. The surgeon made the decision to complete the surgical task using a permanent cautery hook instrument. The csr indicated that the tissue being sealed was choppy but was adequate for the instrument's jaws. The initial vessel sealer instrument has been reported under MFR report 2955842-2015-01421.